Event description:
It was reported by the regulatory agency that a hair was found inside of the sterile packaging of the chloraprep. Per email: this initial report is being reported by lpch on behalf of a patient. A [omitted pt info] patient with lpch ID (B)(6) reported on 12/06/2021 that she noticed a hair inside of the packed chloraprep. It is wrapped around the chloraprep wand and sealed inside the pack. At the time of the report the outcome of event was unknown. No medical history available, other medication take by the patient is unknown. No further information provided.

Manufacturer narrative:
Production batch history records for applicator pn 270400 lot number 0336169 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. Our process has certain manual processes that may result hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. An initiative under the current open CAPA is to replace labs coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment. H3 other text : see narrative .

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the regulatory agency that a hair was found inside of the sterile packaging of the chloraprep. Per email: this initial report is being reported by lpch on behalf of a patient. A [omitted pt info] patient with lpch ID pt-184184 reported on (B)(6) 2021 that she noticed a hair inside of the packed chloraprep. It is wrapped around the chloraprep wand and sealed inside the pack. At the time of the report the outcome of event was unknown. No medical history available, other medication take by the patient is unknown. No further information provided.